Event description:
It was reported that there was noted noise on the ahr (atrial high rate) and vhr (ventricular high rate) stored episodes from the device's diagnostics. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.